Event description:
Litigation alleges that the patient experienced the following on account of her asr right hip implant: extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization; and acute localized damage to tissue and/or bone surrounding the acetabulum. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient experienced the following on account of her asr right hip implant: extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization; and acute localized damage to tissue and/or bone surrounding the acetabulum. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.